Event description:
On (B)(6) 2012, the patient contacted animas stating that on the night of (B)(6) 2012, the pump emitted a call service alarm the pump did not beep or vibrate. The screen reportedly went blank and the pump "froze". Customer support (cs) reviewed the pump with the patient and the vibration function worked during troubleshooting. There was no patient impact associated with this complaint. This complaint is being reported due to the allegation that the audio/vibration feature was not working on (B)(6) 2012.

Manufacturer narrative:
Follow up #1 submitted: 01/31/2013 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no errors or alarms related to the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The warnings and alarms settings were set to "high" for auditory alert. The vibratory and auditory functions were found to be operable. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation was unable to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.